Event description:
The patient reportedly experienced sound quality issues followed by a loss of lock with his device. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing performed showed that the device was not functioning. Surgery to explant the patient's c1 device will be scheduled.